Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a leak in the fusion oxygenator, specifically in the purge line component off of the oxygenator prior to use. Additionally, there was a crack or hole identified in the purge line. A complete crack/break did not occur. The leak originated from the component. The device was replaced. There was no patient involved.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of damage/cut in the air purge line. A syringe filled with deionized water was attached to the air purge line and when it was engaged there was a leak observed from the damage/cut. The reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.